Event description:
Follow up information identified the patient¿s pain at the ipg site resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. Patient also reported no change in the intensity of the pain when the amplitude is increased or decreased. Impedance check did reveal two contacts with low impedance. Troubleshooting and reprogramming did not resolve the issue. As a result, the patient underwent ipg replacement. Effective stimulation was restored post-op.